Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to complaints of feeling light-headed. Interrogation showed that the capture management on the right ventricular (rv) lead had increased. Thresholds had been high in the past, and polarity had been switched. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.